Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient has been in a lot of pain since the implant surgery. The patient experiences the pain in her legs, stomach, back, and bottoms of the feet. It was also noted that the patient has gained a lot of weight since the surgery; she weighs almost (B)(6). The patient mentioned that she hasn't used the stimulator and it hasn't been programmed right. This was clarified as her programmer comes on but it won't go to the numbers. The patient stated it's like it wouldn't find it and she was seeing poor communication. During troubleshooting, the programmer wouldn't power on but after changing the batteries, the issue was resolved. Also, the programmer showed the poor communication screen with and without an antenna attached. In addition, the patient mentioned she had an MRI on her brain due to issues; there was a cyst on her brain or something. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and is now having pain at the ins site and a stinging for or "frog" in their head. The patient added that they called their healthcare provider (hcp) on (B)(6) 2019 and was instructed to meet with them. No further patient complications have been reported as a result of this event.